Event description:
Lap band: had several life saving surgeries as a result of this dangerous theme based lap band device placed inside of me. Had bled massively internally and had to have emergency surgery to repair massive internal bleeding and revision of the band. Then had another life saving surgery for a hernia from the lap band. Now suffering from severe pain from the lap band on a daily basis and even when it is totally open. Also almost died for a third time I am vomiting in my sleep which caused me recently to be rushed to the hospital and had pneumonia from vomiting in my sleep which also almost took my life. This lap band is a dangerous product that is killing and injuring up to 50% as noted by (B)(6). The (B)(6) refused to accept anymore complaints and gave them a 100% negative review without one compliment!